Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.